Manufacturer narrative:
Citation: anis fatima., et al.. Tetralogy of fallot with absent pulmonary valve: a single center retrospective review. Annals of pe diatric cardiology 18(2):119-123 2025. 10.4103/apc.apc_248_24 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding tetralogy of fallot with absent pulmonary valve: a single center retrospective review. The study population included 38 patients who were predominantly males with a mean age of 5 months old. 33 patients were implanted with medtronic contegra valved conduit and a transannular patch (tap) was performed in 5 patients. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: bloodstream infection, catheter-associated urinary tract infection, pneumonia and thrombosis. It was reported that 19 patients were re-admitted and a redo cardiac surgery was performed on 10 patients. No further information was provided pertaining to medtronic products.